Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's spring ejected out after taking off the needle cover. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information d.9: device available for evaluation: yes. D9: returned to manufacturer on: 19-dec-2025. H.3 device eval by manufacturer? Yes. Investigation summary bd received one sample and two photos for investigation. The photos were reviewed and one of the customer photos shows an unused device with the spring popped out over the IV cannula. The returned sample was visually inspected for spring pop out and failed testing, as the spring was popped out over the IV cannula of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: spring pop out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's spring ejected out after taking off the needle cover. There was no health impact or consequences reported.